Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not responding. The customer reported that they went swimming. They were not able to access to the menu screen. The issue started at the morning when they woke up. There was no crack on the insulin pump and the buttons were responding at the time of the call. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.